Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for the generator change procedure. Prior to the procedure, upon interrogation, the atrial lead exhibited noise oversensing which resulted in inappropriate automatic mode switch (ams) episodes. No intervention was performed. The patient was stable